Event description:
It was reported that during a laparoscopic cholecystectomy procedure the ¿clips were backing off¿ and not adhering to tissue. That is all the information she was able to provide at this time. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lockout premature, returned empty. The analysis results found that the er320 device was received with a clip in jaws and in good visual condition. The clip in jaws was removed to measure the jaw width. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).